Event description:
The initial reporter received questionable elecsys ca-125 results from several patient samples tested on the cobas e 801 analytical unit. The reporter stated that some questionable results may have been reported. The reporter was able to provide two examples of discrepant results: patient 1 on (B)(6)2024: the initial result was 4 u/ml. On (B)(6) 2024: the repeat result was 1979 u/ml. Patient 2 on (B)(6) 2024: the initial result was <4 u/ml or <2 u/ml. On (B)(6) 2024: the repeat result was 1670 u/ml.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation reviewed the qc data; the qc was out of range on (B)(6) 2024 and (B)(6)2024. The investigation reviewed the alarm trace; the trace showed two "reagent probe" alarms on (B)(6) 2024, "abnormal low signal" on (B)(6) 2024, and numerous "sample short", "sample clot" and "sample probe" alarms from (B)(6) 2024 until (B)(6) 2024. The field service engineer (fse) inspected the analyzer and found the measuring cells contaminated, and the sipper nozzles and tube #4 damaged. He then replaced the cells, sipper probes, and the tube. He set up the cells and performed a blank calibration, and mechanical checks with acceptable results. The measuring cells were contaminated. Product labeling states "maintenance as required on the e 801 module - cleaning the ecl and pre-wash flow paths of the e 801 module if the number of measurements performed for each flow path exceeds the values listed below, the instrument issues an alarm. Then you must clean the electrochemiluminescent (ecl) flow paths and the pre-wash flow path." The sipper nozzles were damaged. Product labeling states "daily maintenance of the e 801 module - cleaning probes and nozzles of the e 801 module - to ensure that the instrument measures accurately, you must clean the sample probe, reagent probes, the nozzles of the pre-wash area, and the ecl sipper nozzles." The investigation determined the event was consistent with a maintenance issue. The investigation was not able to identify a clear root cause as several hardware components were replaced. The investigation determined the service actions resolved the issue.